Event description:
It was reported that primary tubing separated and leaked at the "y-site." There was no patient harm. It is unknown what fluid leaked. The event did not cause a delay that significantly impacted patient outcome, nor require medical or surgical intervention as a result. Although requested, no patient information was provided.

Manufacturer narrative:
The customer¿s report that the tubing set separated and leaked was confirmed upon visual inspection. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. The primary set¿s tubing was separated from the inlet port of the distal smartsite. Clear liquid was observed in the set¿s drip chambers and entire length of tubing. Visual inspection under magnification noted that both sides of the tubing had insufficient solvent applied at the engagement during the manufacturing process. A gap was also observed, indicating that the expected tubing was not fully inserted. Further handling/tug of the rest of the set's tubing engagements observed no separation or any issues. No other abnormalities were observed on the set during visual inspection. Functional testing was not performed due to the separated tubing and the leaking that would occur. Device history record for model 2420-0007 lot 19126514 shows that the set was manufactured on 16 december 2019 with a total of 17,283 units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported. The root cause of the separation is due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, no patient information was provided.

Event description:
It was reported that primary tubing separated and leaked at the "y-site." There was no patient harm. It is unknown what fluid leaked. The event did not cause a delay that significantly impacted patient outcome, nor require medical or surgical intervention as a result. Although requested, no patient information was provided.